Event description:
In 2009, the patient reported she has seen air bubbles in the insulin cartridge of her infusion device in the past which has resulted in her experiencing elevated blood glucose readings in the 300's mg/dl. She said she inserts the cartridge with the adapter attached and 6 hours later she will see an air bubble. She stated five days prior reported date, she had an elevated reading of 348 mg/dl after she saw air bubbles in the cartridge. Symptoms of elevated blood glucose are feeling achy, sluggish, and "out of it." She said she corrected her reading by bolusing 3 units of insulin and priming out the air bubbles. She had an elevated reading of 197 mg/dl before lunch with her normal range being 70-140 mg./dl. She took 0.8 units of insulin and she is currently within her normal range and has no air bubbles. She said she uses room temperature insulin to fill her cartridge. The bubbles are very tiny and are about half the size of a pea. Courtesy adapter and cartridges were sent to the patient. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.